Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked accucath catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter assembly. The sample was received in its original opened packaging. The catheter was received detached from the assembly. The safety mechanism was depressed and the needle was fully withdrawn into the housing. Usage residues were observed throughout the catheter. The catheter exhibited a bend approximately 1cm from the tip. Abundant kinking was observed in the vicinity of the bend. The catheter tip was deformed and compressed. Microscopic inspection of the sample confirmed kinking at several points along the length of the catheter shaft. The tip exhibited compression, inward folding and multiple longitudinally aligned splits. The kinking and tip deformation were consistent with attempted catheter advancement against resistance. The usage residue suggested that advancement occurred during attempted device use. Such damage can occur if catheter advancement into tissue is attempted. A lot history review (lhr) of redr0437 showed no other similar product complaint(s) from this lot number.

Event description:
A kink was noted in the accucath catheter.